Event description:
It was reported that during surgery, the consistency of the cement was found to be crumbly. New cement and stem were used to complete the surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product discarded.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h10 . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the consistency of the cement was found to be crumbly. New cement were used to complete the surgery. Revision of the stem is planned, but there is still no date agreed yet.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned, or pictures not provided. Device evaluation could not be performed. A retained sample has been tested in the laboratory under standardized conditions. No unusual behaviour during mixing, handling or setting. The reported behaviour of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.